Event description:
On (B)(6) 2014 at the (B)(6) hospital baylor in dallas, tx it was reported that the rotaflow drive serial number (B)(4) displayed a head error message. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the manufacturer em-tec and and the optocoupler (phototransistor) (B)(4) on the motor control board mc2 was found to be defective and was replaced. The rfd was tested to factory specifications and passed all tests. (B)(4).